Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the kidney end coil of the inlay stent would not straighten so physician could not remove it from patient. Physician had to laser the stent apart to remove it from the patient.

Event description:
It was reported that the kidney end coil of the inlay stent would not straighten so physician could not remove it from patient. Physician had to laser the stent apart to remove it from the patient.

Manufacturer narrative:
The reported event is inconclusive. No sample was returned for evaluation. A potential root cause for this event could be, "material selection" or "part geometry". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." "Withdraw the guidewire slowly. The stent will form a pigtail automatically." "Carefully remove the push catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.